Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a scheduled follow-up, undersensing of r-wave was observed. Review of session records revealed non-sustained rv oversensing episodes caused due to undersensing of r-wave. This led to over-pacing resulting in intermittent loss of capture. Low r-wave amplitude measurements were noted. Lead was capped and replaced on (B)(6) 2016. All measurements were good with the new lead. Patient was stable throughout the procedure.